Event description:
It was reported that the needle sftygld 25x1 rb experienced a clogged/blocked needle which was noted during use. The following information was provided by the initial reporter: material no.: 305916. Batch/lot: 9094907. The issue was with a bd safetyglide needle 25g x 1, lot #9094907 exp. 3/31/24. This needle was obstructed and did not allow any medication to be pushed through the needle.

Manufacturer narrative:
Two photos and one loose 3ml syringe with a safetyglide needle attached were received and evaluated. It was observed the plunger rod was difficult to move from a buildup of pressure inside the syringe when the needle assembly was attached. The clogged needle was rejectable per product specification. Potential root cause for the clogged needle defect is associated with the needle manufacturing process. No corrective actions are necessary for the packaging plant. One (1) sample and two (2) photos were provided by the customer for investigation. The returned sample was visually examined for clog. It was observed that the returned sample was clogged as light was not able to pass through the sample. Two (2) photos were also provided by the customer for investigation. One (1) photo shows the safety glide needle assembly attached to a syringe. The second (2nd) photo show a closer view of the safety glide needle assembly. A device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Foreign material (fm) can be introduced to the fluid path during the manufacturing process which could cause the needle to become clogged. All product is automatically checked for clogged needles during the production process.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the needle sftygld 25x1 rb experienced a clogged/blocked needle which was noted during use. The following information was provided by the initial reporter: material no.: 305916. Batch/lot: 9094907. The issue was with a bd safetyglide needle 25g x 1, lot #9094907 exp. 3/31/24. This needle was obstructed and did not allow any medication to be pushed through the needle.